Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6(health effect ¿ clinical code), h11.corrected field - b5, e1 (occupation), h6 (type of investigation, medical device ¿ problem code).

Event description:
The complaint was received through a direct call from the customer to the emergency support program. It was reported that during use customer called for support with an unable to update timing alarm on a cardiosave, troubleshooting revealed a console screen of the intra-aortic balloon (iab) revealed artifact present in the ECG, whip present in the arterial waveform and it was also reported that iab catheter was unable to aspirate the inner lumen. No harm reported.

Manufacturer narrative:
Other contact email: (B)(6). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, g2, h6 medical device problem code. A customer called the emergency support program, generating two complaints: (B)(4) (catheter) and (B)(4) (pump). (B)(6), a cticu rn, reported repeated ¿unable to update timing¿ alarms on a cardiosave pump despite replacing electrodes and flushing the line. Troubleshooting identified ECG artifact and catheter whip in the arterial waveform, though no active alarms or patient harm were noted. Further review revealed the catheter tip was positioned around the 7th¿8th rib, outside the recommended location of the 2nd¿3rd intercostal space. Attempts by the pa to aspirate the inner lumen were unsuccessful, though they believed placement appeared acceptable. Support staff reinforced correct placement guidelines and recommended capping the inner lumen and transitioning to another arterial waveform source. Instructions were provided to the charge nurse, and recommendations were reviewed with (B)(6), who acknowledged and appreciated the guidance. Based on the event description, the underlying cause of the reported ¿unable to update timing¿ alarm was improper catheter positioning, as the distal tip was located around the 7th¿8th rib rather than within the recommended 2nd¿3rd intercostal space. This malposition led to catheter whip and an unstable arterial waveform, resulting in inconsistent physiological input to the pump. Additional contributing factors included ECG artifact and the inability to aspirate the inner lumen, both indicating suboptimal catheter function. Overall, the device operated as designed, and the alarm was triggered due to inadequate signal quality stemming from catheter malposition rather than a pump and/or iab malfunction. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. It was reported that during use, the console screen of the intra-aortic balloon (iab) revealed artifact present in the ECG and it was also reported that iab catheter was unable to aspirate the inner lumen. No harm reported

Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter: (B)(6)). Additional reporter information: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID# (B)(4).

Event description:
It was reported that during use, the console screen of the intra-aortic balloon (iab) revealed artifact present in the ECG and it was also reported that iab catheter was unable to aspirate the inner lumen. No harm reported.